Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 2 device was returned to resmed/ resmed authorized service centers and an evaluation confirmed the reported complaint. Of the 2 reported complaints with device return: 1 was resolved with a top case replacement; 1 was due to a software issue resolved with a software upgrade. All devices were serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes <noe> 2 </noe> malfunction events where it was reported to resmed that astral 150 devices had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of these incidents.